Manufacturer narrative:
Following a review of the device history record for lot number 86002-d285h08, it was determined that all processes and test criteria are within the medpor implant finished product specification.

Event description:
The doctor's assistant stated that they ordered a medpor chin implant for a surgery. The doctor's assistant stated that the implant broke in two during a procedure and the doctor was able to proceed by using a back-up implant.